Event description:
It was reported that "the jaws of the applier was misaligned so that the user could not load a clip during use. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4), the sample was returned for investigation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the (B)(4). Kenosha wi facility as part of a 50 pc. Lot in june of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in (B)(4) -kenosha's manufacturing process. Evaluation of the returned instrument shows that the jaws are loose and misaligned in the closed position but there is no visible damage to the jaw pivot pin area on the outer tube assembly. We are able to validate this complaint for the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod bosses are both damaged where the engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the jaws of the applier was misaligned so that the user could not load a clip during use. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".